Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and itchy skin under the rear therapy electrodes. The patient consulted her physician who prescribed a medication. Follow-up indicated that the irritation was improving.